Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording window between 12-jun-2018 and 6-feb-2019, the right ventricular sensing amplitude fluctuated between 18 mv and 20 mv. The right ventricular pacing impedance was recorded at approximately 400 ohm. In the available iegm episodes artifacts and oversensing are visible in the right ventricular channel as indicated in the complaint, in addition one inadequate ICD charging and shock was visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 79 months, oversensing with inappropriate therapies on the ventricular channel was reported.